Event description:
Lap partial nephrectomy left - "1 hour into operation, camera removed from port to be cleaned. On placing scope back into port, observed a white rim around trocar view. Carried on with the procedure. At the end before closing on final inspection, recovered plastic (completely intact) septum (looks like plastic fan) from patient." Patient status: "patient ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.